Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the pt came into their office for a regular visit and they found out that his vns was not working. Pt could not feel stimulation. Diagnostics performed showed high lead impedance. No pt manipulation or trauma was reported. X-rays were taken; however, they are not send to MFR for further review. Good faith attempts to obtain additional info has been unsuccessful till date.